Manufacturer narrative:
The product for this complaint was not returned for evaluation. However, the lens was returned and it was found to be in liquid in a case/vial. Visual inspection of the returned product found a piece of one haptic torn off and missing. (B)(4).

Event description:
The reporter stated the surgeon was loading a 12.6mm micl12.6 implantable collamer lens, -11.5 diopter, and the lens was torn. The surgeon felt there was something wrong with the sfc-45 fp cartridge (felt different) and it may have been defective. There was no patient contact and the backup lens was implanted with no problem, using a new cartridge. The reporter stated the cartridge was discarded.